Event description:
During an endoscopic ultrasonography (eus) with drainage of a pancreatic cyst, the physician used a cook endoscopy echotip ultra ultrasound needle. Once the drainage was nearing completion, an attempt to retract the needle into the outer sheath was made. When needle retraction was attempted, what was described as "extra resistance" was encountered. Force was applied by the user and 2-3cm of the needle detached at the distal end. The detached portion of the needle remained in the cyst with a small portion extending into the duodenum. The physician used a snare to remove the detached portion of the needle from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. Approximately 3.5cm of the needle has broken and separated from the distal end of the needle device. There is a 90 degree bend in the detached portion of the needle approximately 1cm from the break. The outer sheath does not exhibit any kinks or other anomalies. There are no other bends or kinks in the needle device. The stylet wire was not included in the return. No other observations were made. The returned product was reviewed with the appropriate personnel. We confirmed that the product does not exhibit a discrepancy or anomaly that could have contributed to this observation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family has conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: the intended use for this device listed in the instructions for use states the following: "this device is used to sample targeted submucosal gastrointestinal lesions though the accessory channel of an ultrasound endoscope." Information provided indicated this device was used to drain a pancreatic cyst, which is not included in the intended use for this device. Information provided indicated difficulty was encountered while gaining access to the targeted site and the endoscope was in a torqued position during the procedure. The tortuous position of the endoscope, as well as difficulty while gaining access, are likely contributors to this occurrence. The instructions for use list contraindications as "those specific to primary endoscopic procedure to be performed in gaining access to the desired site." Information provided indicated force was applied in response to needle retraction difficulties. This is the most likely cause for the bend and the breakage of the needle. Prior to distribution, all echo needles are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.